Event description:
A malfunction alarm, identified by malf 0, was reported without any notable prior events. There was no information provided regarding the impact on the customer's blood glucose level. The customer decided to use multiple daily injections (mdi) as a backup insulin delivery method. Technical support confirmed the customer knew how to put the pump into storage mode and instructed them to return the pump using a pre-paid label within 10 days, which the customer acknowledged and understood.